Event description:
Patient had an iabp (intra-aortic balloon pump) placed, he developed crushing chest pain. Iabp (intra-aortic balloon pump) machine was alarming no gas in balloon. The screen showed there was no gas inflating the balloon. Iabp (intra-aortic balloon pump) was removed and patients chest pain resolved.